Manufacturer narrative:
Conclusion: the causes of re-operation for failed repairs are well documented in the literature. Reoperations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case, there is no allegation of ring malfunction. There are many studies which discuss the etiology of pannus (excessive scar formation). Pannus formation is patient-dependent based on the possible underlying cause. Chronic pannus formation may be precipitated by an immune response to the sewing ring and /or sutures. Other factors may influence the rate and response of pannus formation. These factors include the presence of an injured endothelial surface potentially releasing fibroblast growth factor-2, blood flow turbulence, pregnancy and /or inadequate anti-coagulation. Studies have reported time frames for pannus growth vary from 6-12 months. The ingrowth of the tissue may gradually affect the function of the native valve leaflets. The device in this case remained implanted for over 7 years.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the returned product specimen was visually inspected. Several pieces of host tissue and chordae tendineae were received with the annuloplasty ring. The ring appeared to be distorted. The sewing cloth was found twisted and cuts and/or tears were observed through the sewing cloth. The observed cut of the silicone under x-ray aligned with a through-cut on fabric. Damage to the ring likely occurred during the explant procedure. Pieces of glistening off-white pannus were received with the valve. Radiography showed kinks and a cut in the silicone ring and trace mineralization in one piece of host tissue. Conclusion: the causes of re-operation for failed repairs are well documented in the literature. Reoperations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case, there is no allegation of ring malfunction. In this case, this ring was explanted and replaced with a bioprosthetic valve due to severe stenosis and elevated gradients of the native valve. There are many studies which discuss the etiology of pannus (excessive scar formation). Pannus formation is patient dependent based on the possible underlying cause. Chronic pannus formation may be precipitated by an immune response to the sewing ring and /or sutures. Other factors may influence the rate and response of pannus formation. These factors include the presence of an injured endothelial surface potentially releasing fibroblast growth factor-2, blood flow turbulence, pregnancy and /or inadequate anti-coagulation. Studies have reported time frames for pannus growth varies from 6-12 months. The ingrowth of the tissue may gradually affect the function of the native valve leaflets. The device in this case remained implanted for over 7 years.

Manufacturer narrative:
Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that approximately seven years, eight months post implant of this annuloplasty ring in the mitral position, this ring was explanted and replaced with a bioprosthetic valve due to severe stenosis and elevated gradients of the native valve. Excessive scar formation around the native valve was also reported. No adverse patient effects were reported.